Manufacturer narrative:
The investigational analysis completed on 12/12/2018. The device was visually inspected and reddish material was observed inside the pebax. Irrigation testing was performed and it was found to be within specifications. The catheter was irrigating correctly. No irrigation issues were observed. Additionally, scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, and a hole on the pebax surface. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and a irrigation issue occurred. The physician reported that the cooling was blocked. Catheter replacement resolved the issue. No adverse patient consequences were reported. The irrigation issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and on 12/5/2018, found reddish material under the pebax. Beyond this condition the device appeared in good normal condition. The observed reddish material has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. During a second evaluation on 12/12/2018, the bwi pal performed scanning electron microscope (sem) testing and found evidence of mechanical damage, stress marks, and a hole on the pebax surface. The observed mechanical damage and stress marks has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The awareness date has been reset to (B)(4) 2018.